Event description:
It was reported that a preloaded multifocal intraocular lens (iol) became stuck in its cartridge during use. The incident did not involve a patient, and no injury or medical intervention occurred. The procedure was completed on the same day using a backup lens. Additional information was provided and reported that the staff documented a note on the box that the lens did not fully insert into the eye and was removed with forceps before transitioning to the backup lens. The cartridge was discarded by the staff, and the device is unavailable for further evaluation. It was confirmed there was no patient injury and no intervention was required. No other information was received.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.